Event description:
Same case as MDR ID: 2134265-2014-05513. It was reported that stent damage occurred. The two focal lesions were located in the superficial femoral artery (sfa). When the physician deployed the 8x40x120 epic¿ vascular stent, it bunched up on itself in the proximal area. Because of this, the physician deployed a second epic¿ vascular stent which was 8x80x120. The second stent was located in the severely calcified focal lesion and also bunched up. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).